Manufacturer narrative:
It was reported that on (B)(6) 2011 the patient presented with the pre op diagnoses of 1. Lumbar discogenic pain l3-4, l4-5 2. Grade I-ii spondylolisthesis l5-s1. 3. Lumbar disc disease l3-4, l4-5, l5-s1 4. Post laminectomy syndrome l3 to s1 bilaterally. The patient underwent the following procedures: 1. Right iliac crest bone marrow aspiration with the spin down of blood products to hyper concentrate the bone morphogenic protein which was mixed with demineralized bone matrix. 2. Anterior approach to lumbar spine. 3. Anterior discectomy and spinal canal decompression l3-4, l4-5, l5-s1. 4. Anterior partial corpectomy in order to adequately prepare the bone to accept the interbody fusion device at l3-4, l4-5, l5-s1. 5. Placement of interbody fusion device using the eminent spine cottonmouth peek cage at l3-4, l4-5, l5-s1 with 12 degree x 16 mm cage at l3-4, 16 mm cage at l4-5, and 16 mm cage at l5-s1 6. Anterior spinal instrumentation at l3-4, l4-5, and l5-s1 utilizing the eminent spinal fang plate secured with 30 mm screw at each level. 7. Spinal cord monitoring throughout the entire case. Per the op notes, at l3-4 level, 12 degree x 16 mm cage was fully packed with the bone mixture and was placed into the disc space. Then the surgeon did the same thing at l4-5, l5-s1. 12 degree x 16 mm cages were implanted into the disc space at l4-5, l5-s1 level. The surgeon also put some bone over the anterior aspect of each spacer at l3-4, l4-5, and l5-s1 level.

Event description:
"It was reported that on (B)(6) 2011 the patient presented with the pre op diagnoses of 1. Lumbar discogenic pain l3-4, l4-5 2. Grade I-ii spondylolisthesis l5-s1. 3. Lumbar disc disease l3-4, l4-5, l5-s1 4. Post laminectomy syndrome l3 to s1 bilaterally. The patient underwent the following procedures: 1. Right iliac crest bone marrow aspiration with the spin down of blood products to hyper concentrate the bone morphogenic protein which was mixed with demineralized bone matrix. 2. Anterior approach to lumbar spine. 3. Anterior discectomy and spinal canal decompression l3-4, l4-5, l5-s1. 4. Anterior partial corpectomy in order to adequately prepare the bone to accept the interbody fusion device at l3-4, l4-5, l5-s1. 5. Placement of interbody fusion device using the eminent spine cottonmouth peek cage at l3-4, l4-5, l5-s1 with 12 degree x 16 mm cage at l3-4, 16 mm cage at l4-5, and 16 mm cage at l5-s1 6. Anterior spinal instrumentation at l3-4, l4-5, and l5-s1 utilizing the eminent spinal fang plate secured with 30 mm screw at each level. 7. Spinal cord monitoring throughout the entire case. Per the op notes, at l3-4 level, 12 degree x 16 mm cage was fully packed with the bone mixture and was placed into the disc space. Then the surgeon did the same thing at l4-5, l5-s1. 12 degree x 16 mm cages were implanted into the disc space at l4-5, l5-s1 level. The surgeon also put some bone over the anterior aspect of each spacer at l3-4, l4-5, and l5-s1 level."

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.